Manufacturer narrative:
In telephone contact, it was informed that the dentist did not haveinformation about lot number of the product. Considering the surgicalmethodology, it was seen that the dentist has selected an implant designwhich is not recommended for the patient's bone quality. Moreover, itwas seen that the dentist has selected an implant design which is notrecommended for the patient's bone quality. The investigation of thecomplaint was carried out considering the analysis of the informationgiven by the dentist in the guarantee form and visual conference of theproduct returned by the dentist.

Event description:
(B)(4)¿ the dentist reported that 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, the patient presented bone type ii, immediate implant was performed and immediate load procedure was done.